Event description:
The device issue occurred during surgery. Impedance measurements were high not only with contact 11 but also with contact 8 at a follow up visit with the neurologist. The left electrode was okay. The programs were adjusted on the right side, from contact 8 to contact 9. The therapeutic effect was satisfying. It was noted that the patient experienced some behavioral changes but it was probably due to overstimulation. The amplitude was lowered and the patient will build up much slower. The patient's overall condition was good and there was a good therapeutic response.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the health care provider (hcp) tried to remove the lead cap, it did not come off and by pulling, one contact was damaged. The lead was still implanted. Only contact eleven was damaged, so this was not used in programming.

Manufacturer narrative:
(B)(4).